Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: (B)(6)2010.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: (B)(6)2010.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: (B)(6)2010.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: (B)(6)2010.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: b)(6)2010.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital. Date of occurrence: (B)(6)2010.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6) and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6)and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6) and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6) and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6) and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Manufacturer narrative:
On august 2, 2010, (B)(6) from (B)(6) contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at (B)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to (B)(6) and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and (B)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to (B)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the relative to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. (B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.

Event description:
During the last 30 minutes of hemodialysis treatment, seven patients developed symptoms of infection. Two of these patients were treated at the dialysis clinic and released and five of these patients were hospitalized, treated and released from the hospital.

Manufacturer narrative:
On august 2, 2010, b)(6) from b)(6) dialysis center contacted mar cor purification (mcp) asking for assistance in determining the root cause(s) of a pyrogenic outbreak at b)(6). Burkholderia cepacia complex (bcc) was the identified bacteria. Mcp went to b)(6)I and evaluated the situation. The conclusion was the facility was not performing required disinfections of the ro water system as indicated by the test results of colony counts and lal endotoxin testing and disinfection records. Mcp's adult of the ro water system and b)(6) procedures also revealed a disconnect between the people taking readings/recording test results and the people who would analyze the results and take appropriate corrective action. Mcp gave training to b)(6) personnel on appropriately monitoring the ro water system. Mcp is also working with the facility to continue the education of their personnel relative to proper maintenance of the ro water system and trend analysis of data from the ro water system. B)(6) is committed to ensuring they have an on-going, complaint ro water system. Mcp is committed to offering assistance and services to the facility to ensure appropriate maintenance of their ro water system to prevent a reoccurrence of this type of situation.